Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed posterior leaflet. A steerable guide catheter and a mitraclip xtw were prepared per instructions for use (IFU) and inserted without issues. The sgc and mitraclip were then removed as it was determined that a new puncture was required to achieve a better height. However, upon inspection of mitraclip xtw and sgc, the blue clip introducer was observed to be caught on the clip arms and the haemostatic valve of the sgc was observed to have lost fluid. Therefore, the sgc and the mitraclip xtw were replaced. The procedure was completed with one clip implanted. The mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported leak appears to be related to identified torn silicone valve. However, a conclusive cause for the silicone valve tear could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported leak (loss of fluid column) appears to be due to the torn clip introducer from the clip delivery system. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a